Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 232 mg/dl back to back with a result of 105 mg/dl when testing was performed within 10 minutes on the compact plus system. Reporter did not indicate if the customer was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.